Event description:
It was verbally reported that a patient became symptomatic in the last few days. The CT-angiogram showed a reduction in circulation in the left common iliac due to a not fully unfolded contralateral leg on level of the cannulation socket. The re-intervention was successfully performed at (B)(6) and the patient was discharged on the following day, as usual practice.

Manufacturer narrative:
Additional clinical information has been requested in order to allow a thorough investigation to take place. Upon receipt and assessement a final report shall be filed.